Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating after he performed the prime and the fill cannula steps on the pump, the pump displayed that the steps noted above were not completed. The patient reportedly started to notice the issue when he received the pump. The patient denied damage to the pump. No moisture issues were noted with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: a review of the black box history revealed no activity outside of normal use. The pump successfully powered and displayed the verify screen. The pump was able to load and to prime a test cartridge with no issues. The fill cannula step was successfully performed. The pump correctly displayed all ¿ez-prime¿ steps performed. The pump was exercised for 24 hours with no prime issues. The force sensor was found to be within calibration. The pump¿s cover was removed; no damage was found to the force sensor circuit. Unrelated to the complaint, the ok and up arrow keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the key contacts and the up/down arrow key contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.